Manufacturer narrative:
The subject device returned to omsc. Omsc checked the subject device and found the followings; [at the evaluation] -it was that the exterior of the subject device had no abnormality in the parts could be visually confirmed. -it could not be duplicated the reported phenomenon with 1 hour running test. -it was connected with following the instruction manual and operated it without any abnormality. [At the investigation] omsc conducted the investigation with the subject device and the video processor, cv-290 combination. -it was turned on the powers and checked the image, but there was no abnormality. -the continuous energization test had been conducted, but there was no abnormality. -it was repeatedly turned the power on and off and checked the image, but there was no abnormality. -it was a slight vibration was applied, but there was no abnormality. -it was conducted a temperature environment test, but there was no abnormality. -other checking it was confirmed from information from user that the power lamp indicator was not lit. It was confirmed that more than 4 years have passed since manufacturing the subject device. It was confirmed that the energizing time was 6604 hours. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since omsc could not duplicate the reported phenomenon, the exact cause of the reported event could not be conclusively determined. However omsc surmised that the reported phenomenon might have occurred due to the failure of the power supply board of the subject device because the power lamp indicator was not lit. The failure of the power supply board might have occurred due to accidental electronical components failure. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was turned off and the power indicator of the subject device was also not lit during the colonoscopy procedure. Then it was turned on the power switch and the power turned on. The intended procedure was completed with using the same set of equipment. Since the subject device could recover immediately, there was no patient injury associated with this report. After that, the sales representative of the distributer went to and checked the subject device at the user facility. It was not found any cable break.